Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the catheter was returned and analyzed. Analysis was performed and the mechanical operation of the catheter was damaged. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the sub-select catheter was used and a layer on the inside of the catheter flaked off while slitting. The very fine material was not cut by the slitter, but it rumpled in front of the slitter blade and accumulated within the cut causing the slitter to become stuck. There was much difficulty slitting the catheter. The second attempt to was made using another catheter from the same lot and, again, the same issue occurred while sitting, even with the use of a new slitter. The catheters were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).